Manufacturer narrative:
The glucose reagent lot number was 882312 with an expiration date of 31-aug-2026. The total protein reagent lot number was 883217 with an expiration date of 31-aug-2026. The calibration was last performed on (B)(6) 2025. The qc was out of range. The alarm trace showed an abnormal aspiration (sample pipetter) alarm. The field service engineer checked the analyzer and found that the cause was due to debris on the tip of the sample probe. He cleaned, adjusted, and verified the sample probe. He also cleaned the sonic wash station and checked the sample rinse station for proper water level. The customer performed qc, and it was within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay and total protein gen.2 assay on a cobas c 503 analytical unit. Glucose: initial result: 28 mg/dl. Repeat result: 167 mg/dl. Total protein: initial result: 1.4 g/dl. Repeat result: 8.0 g/dl. The customer questioned the initial results and repeated the sample on a different analyzer. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.